Event description:
It was reported that foley catheter damaged 15:18 after entered ICU. Urine flow was confirmed. During the shift change with the night staff, it was reported that there was leakage from the balloon. A crack was confirmed at the fixation water injection site and the branching point. When attempted to remove the fixation water, only about 2ml was able to be drawn out. A balloon replacement was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with syringe. Verified material number 119316 and manufacturing lot number ngju0789. Upon inflation using returned syringe solution leaked out pinhole on trifurcation site measuring less than 0.013". Therefore, the reported event is confirmed and does not meet specifications per (B)(4) rev 0 which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The root cause for this failure, per CAPA 12182448, is the silicone injected into the forming cavity is entering pre-cured, which causes overheating in the gate area or injection point, as a result, the breaking point between the gate and the molded part is not properly generated, which prevents automatic separation. This requires manual detachment, increasing the risk of perforation at the adapter injection point due to the high temperature in the gate caused by the lack of flow in the jacket. Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 12182448. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter damaged 15:18 after entered ICU. Urine flow was confirmed. During the shift change with the night staff, it was reported that there was leakage from the balloon. A crack was confirmed at the fixation water injection site and the branching point. When attempted to remove the fixation water, only about 2ml was able to be drawn out. A balloon replacement was required.